Event description:
It was reported that "during an inventory re-stock a hair was noticed in the inner blister of a citation tmzf ha hip stem. There was also a smudge at the end of the hair."

Manufacturer narrative:
Method: DHR and complaint history review. Conclusion: event confirmed. Associated with packaging practices and subsequent inspection. This event was included in a retrospective review of MDR decisions for events reported between (B)(6) 2006 and (B)(6)2008. FDA revised the scope of the review to end (B)(4) 2008 and this event has fallen outside the scope of the retrospective summary report (B)(4).